Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that allegedly the strykeflow battery leaked during a case. Another item was available and case was completed.